Manufacturer narrative:
Initial 1 of 2. Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with two infusion sets falling off during use one after an unknown duration and one after two days of wear on (B)(6) 2026.